Event description:
A customer contacted beckman coulter inc., (bci) regarding no value, indeterminate (ind) flagged results generated by the unicel dxi 800 access immunoassay system on several patients' samples and failed calibration for the brain natriuretic peptide (bnp) assay. While troubleshooting with access hotline, a bnp reagent pack was found to have been shared between the customer's dxi and access systems. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Recalibration of the assay on a new bnp reagent pack produced a passing calibration curve. Service was not dispatched for this event as the likely root cause was discovered during troubleshooting. Reagent pack sharing is the root cause for this event.